Event description:
During remote follow up, variable capture threshold and a variation in pacing impedance were observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed. No intervention has been performed. The patient was stable.